Event description:
It was reported that the right ventricular lead exhibited noise. The patient was not symptomatic. The lead was explanted. During the lead extraction the tricuspid valve was damaged. The patient was in a stable condition throughout the procedure.

Manufacturer narrative:
Correction: previously reported manufacture date was incorrect. Correct manufacture date is reported in device manufacture date.